Event description:
It was reported that during a diagnostic cratheterization procedure, a vessel dissection and subsequent stroke occurred. The target vessel was the non-calcified and non-tortuous right coronary artery (rca). This 6f impulse fr4 catheter was being used to perform a diagnostic of the rca. It was noted that while taking a second picture in the rca, a dissection had occurred resulting in no flow. The physician attempted to treat the dissection, but was unable to advance a guide wire into the vessel. The patient was taken for emergent open heart surgery. Surgery was successful in treating the dissection; however, the patient experienced a stroke post-surgery. The patient is currently rehabbing. The physicians' assessment of the contributing factor to the dissection is undetermined. There were no procedural difficulties reported with the impulse catheter.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for analysis. A ship history and subsequent manufacturing batch record review performed on potential batch numbers indicated that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).